Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 518 mg/dl and 456 mg/dl at the time of call. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with bolus. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.